Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected. Results: the visual inspection revealed a crack at the bottom of the chamber dome. A lot check revealed no other complaints of this nature for this lot number. Conclusion: every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The root cause of the reported fault cannot be determined, however it is unlikely that the crack to the chamber as described would have been present at the time of production. It is possible, however, that the complaint chamber sustained the reported damage as a result of accidental impact during transportation or storage of the device. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. The chamber crack in this case was detected prior to patient connection with no consequence as a result. (B)(4).

Manufacturer narrative:
(B)(4).we are currently endeavouring to have the complaint device returned to fisher & paykel healthcare (B)(4). We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that there was water leakage from the bottom of an mr290 autofeed humidification chamber during set up. The mr290v is part of a rt224 infant continuous flow breathing circuit kit. This was found prior to patient use.

Event description:
A hospital in (B)(4) reported that there was water leakage from the bottom of an mr290 autofeed humidification chamber during set up. The (B)(4) is part of a rt224 infant continuous flow breathing circuit kit. This was found prior to patient use.